Event description:
Eye infection with severe redness, eyes very sensitive to light it constantly feels like there is something in my eye. Also my eyes stayed matted a lot. I did not realize it was the contact solution until I saw the recall. My eye dr stating my eyes were "very red" and I said they are always like that with my contacts. Frequency: daily. Dates of use: since last year. Event abated after use stopped or dose reduced: yes.